Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes loss of capture, intermittent sensing and ventricular lead impedance >1990 ohms. Intra-operative ventricular lead impedance was 480 ohms. Therefore, the pulse generator was replaced.